Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d6: implante date.

Event description:
No further event information is available at the time of this report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability h2: if follow-up, what type h10: additional narratives/data if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers for similar event and no other complaint was identified. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional or corrected information to report.